Event description:
A stone extraction using a soft wire basket, was performed in conjunction with an endoscopic retrograde cholangiopancreatography. While attempting to remove stones from the common bile duct the drive wire broke, leaving the basket, stone and remaining drive wire were retrieved with biopsy forceps successfully. The pt is in stable condition and no other procedures were performed.